Event description:
It was reported that this right ventricular (rv) lead was pulled out during an interventional radiology procedure. This lead was surgically abandoned and a new rv lead with a different model was implanted successfully. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was pulled out during an interventional radiology procedure. This lead was surgically abandoned due to lead dislodgement confirmed through x-ray. A new rv lead with a different model was implanted successfully. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.